Event description:
The pt experienced inflammatory mass. The pump delivered dilaudid and another medication that was unk by the reporter. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).